Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the surgeon fired the device across the meso-appendix and the site bled at 2 points across the staple line. Bleeding was of the pumping nature. (Vs. Oozing). The case was completed with the assistance of an er320 without incident. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technician are listed below. Visual inspections & results: any other noticeable damage, na; batch number, na; cartidge pan in place/condition, na; condition of drivers, na; lockout tabs on pan condition, na and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.